Manufacturer narrative:
H3 other text : the subject device is unavailable to manufacturer.

Event description:
It was reported that the subject stent along with other devices were used for stenosis procedure, as the stent was deployed to the right va v3, the subject stent got stuck in the stenosis plaque at v4 and it could not be deployed completely even after adjusting it for about 4-5 times. Replaced the catheter and then adding the tension and adding dilation time for several tries and withdrew the subject stent carefully. The physician replaced it with a new stent device and it was deployed successfully. The procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the subject stent device found to be partially deployed and the catheter shaft was found to be flattened/crushed 5,5 cm from the distal end. The stent and stent stabilizer were found to be intact . The reported complaint was confirmed based on the analysis results. The device did not meet specifications when received for complaint investigation based on analysis results. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of procedural factors will be assigned to the as reported as analyzed 'stent partial deployment', and to the as analyzed 'stent delivery catheter flat/crushed' as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject stent along with other devices were used for stenosis procedure, as the stent was deployed to the right va v3, the subject stent got stuck in the stenosis plaque at v4 and it could not be deployed completely even after adjusting it for about 4-5 times. Replaced the catheter and then adding the tension and adding dilation time for several tries and withdrew the subject stent carefully. The physician replaced it with a new stent device and it was deployed successfully. The procedure was completed without clinical consequences to the patient.